Event description:
It was reported that during an implant procedure, the right atrial, right ventricular, and left ventricular leads were implanted and the patient experienced a perforation, pericardial effusion, and tamponade. The leads were explanted and will be replaced at a later time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.